Event description:
It was reported that the patient presented to the emergency room in 2009, with increased spasticity. This was consistent with prior episodes of baclofen withdrawal related to "pump malfunctions" per the reporter. It was also reported that "catheter failure due to catheter dislodgement" had occurred. The issue was detected by lumbar myelogram contrast study. The catheter was explanted/replaced. The patient recovered without sequela.

Manufacturer narrative:
Results: used for catheter.